Event description:
In 2008, the distributor reported that during the surgery the surgeon was revising a l4-l5 fusion when the driver bent causing a fifteen minute delay. The malfunction has resulted in an adverse event in the past. Additional information received via email at about one month later, the distributor reported that the surgeon was revising for either removal of hardware, or revising adjacent levels.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.